Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) underwent surgery on their shoulder. A magnet was used during the procedure to inhibit tachy therapy. Noise was noted with bovee use and asystole was observed. It was reported the patient is pacer dependent. When the procedure was complete, the local area field representative was contacted to interrogate the device. Interrogation post procedure found no device anomalies. No adverse patient effects were reported.